Event description:
When the provider was attempting to remove the stent on the stent balloon, the stent sheared off and was left inside the vessel. Retrieval attempts were unsuccessful. FDA safety report ID # (B)(4).